Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') in a female patient who had essure (batch no. 863575,827945) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 4. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with terminated with methotrexate shot. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: the plaintiff experience two other pregnancy episodes with essure in (B)(6) 2017 and   (B)(6) 2016 which is captured under cases (B)(4). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.